Manufacturer narrative:
Date sent to the FDA;11/26/2020. Additional information: h6 - component code.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2013, and mesh x2 were implanted during which the surgeon noted the mesh had torn off of the interior abdominal wall superiorly resulting in the hernia recurrence. He was able to get under the mesh and carefully transect it through the entire length of the incision. Adhesions of omentum and small bowel to the undersurface of the mesh and anterior and lateral abdominal sidewalls were carefully taken down. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2012, and mesh was implanted. Other procedure is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/12/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.